Event description:
International customer reports that the drain collapsed upon application of negative pressure. The customer determined that an incorrect suction device was used. The device was then disconnected and replaced with a new suction device. However, the drain tubing again collapsed.

Manufacturer narrative:
Date sent to the FDA; 06/27/2008. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.